Manufacturer narrative:
Investigation results: the complaint that the gray tip shield failed to separate from the catheter adapter was confirmed and the cause appeared to be manufacturing related. Three photographs and one 22ga nexiva unit were provided for investigation. The sample exhibited evidence of use. A functional test revealed that the tip shield was bonded to the catheter adapter with adhesive. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port safety mechanism does not detach from hub. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the grey part would not come out of the main body, even after pulling the white bar all the way out, the grey part would not come off the main body.